Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'system error 345' could not be confirmed through the event history log (ehl) review or reproduced during evaluation. The reported was confirmed through the causality and the causality determined to be an out of specification upstream thermistor and therefore the upstream sensor was replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no known patient injury or medical intervention associated with this event. No additional information is available.